Event description:
It was reported that the nurse placed her thumb on the line to keep it secure whilst trying to take the dressing off. During this time she removed her thumb and found that the PICC had snapped and migrated into the patients arm. The patient required to have a local anesthetic to have the PICC removed from within the arm. The PICC had been insitu for 2 weeks and had one treatment of chemotherapy through it. Patient went to theatre and vascular surgeon found the end just under the skin so a small incision was made under local anesthetic.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexf0720 showed one other similar product complaint(s) from this lot number.